Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. During evaluation of the device, the root cause of the reported poor quality image issue was found to be the result of a damaged charged-coupled device unit and damaged video connector contacts; the root cause of the observed damaged could not be determined, however, the issues were likely the result of repetitive use stress. Additionally, scratches were observed on the metal distal tip of the device, likely the result of handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a poor image quality (snow noise) involving an olympus flex deflectable videoscope. The issue occurred during set up/inspection for use in the room, prior to the patient being in the room, for an unspecified procedure. There was no patient involvement, and no harm was reported as a result of the event. The device evaluation identified a faulty electronic component and video connector as the likely cause of the reported issue.